Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the device took several minutes to start and continued to reboot, the programmer booted up normally. It was determined during analysis that there was an observed error in the logs for over temp on ambient sensor 7, the main micro processor unit (mpu) was out of specification. The stylus tip was loose but functional. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer took several minutes to start a session and continued to reboot. It was noted through follow up that the programmer was slow to turn on and get to the screen where you interrogate the implantable devices which became an inconvenience. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. No patient complications have been reported as a result of this event.